Event description:
Adverse event(s): "two lumps on right cheek" (no code available). Product problem(s): "off label use" (use of device issue). A consumer reported "two lumps on right cheek" during use of this product for dermatologic purpose as treatment for facial scarring (off-label use). She stated that treatment began about a year ago with another product (triamcinolone), having done "four rounds" every two weeks, and that it was "working too slow". Her doctor started treatment with this product and she was unsure if this product was given as treatment and/or to fill in the indentations created by the triamcinolone. She stated the treatments were done in an office setting and she was aware that use of this product for dermatologic purpose is off-label. In a follow-up with the doctor, he stated that the pt's "lumps are barely perceptible" and that she continues to seek other treatment options. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The report indicated off-label use of product. Additional info was requested on 07/30/2010 and 08/05/2010 by phone, fax, and mail. Additional info was obtained by phone. A completed questionnaire has not been received. (B)(4).